Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in japan. It was reported that during patient treatment the co2 removal of a quadrox-I was low. The oxygenation was in range. Due to co2 value was abnormal they exchanged the quadrox-I during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment the co2 removal of a quadrox-I was low. The oxygenation was in range. Due to co2 value was abnormal they exchanged the quadrox-I during patient treatment. No harm to any person has been reported. The affected product was technically investigated at the getinge laboratory on 2023-06-05. During visual inspection of the quadrox-I a crack at the de-airing connector and a damaged gas inlet connector could be determined. Due to this damages, the leakage and flow test on the blood side could not be performed. A leak test on the gas side could also not be performed due to the damages. The reported failure was not reproducible during the investigation due to the damages. It can be assumed that the damages at the quadrox-I was caused by a possible fall. The exact root cause remains unknown. Based on these investigation results the reported failure could not be confirmed. The production records of the affected hmo 71000 #squadrox-I adult + filter with packaging lot#70144779 were reviewed on 2023-06-05 for the reported failure. According to the final test results, the hmo 71000 #squadrox-I adult + filter with lot#70144779 and UDI#(B)(4) passed the tests as per specifications. Production related influences are unlikely. The customer will be informed about the results by getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).